Event description:
After around 11 hours of a cvvhdf treatment, all the pumps raced (the pumps turned suddenly at the maximum speed). After 3 or 4 mins in this situation, without any alarm triggering, the nurse decided to stop the treatment. According to the physician in charge of the treatment, an advisory alarm "time for preventive maitenance" occurred since the beginning of the therapy (the schedule of the preventive maintenance was not correctly set). Moreover, some malfunction alarms "replacement pump" were also triggered by the equipment during run mode (no other info available). No clinical consequence was reported.